Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name ¿ unknown. Device product code - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date in 1996. Subsequently, the patient was revised on (B)(6) 2013 due to instability. All components were removed and replaced. No further information has been provided.